Manufacturer narrative:
Internal complaint reference: (B)(4) . H10 h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The device is worn from use, and the distal end of the drill bit is broken from the shaft. There is debris on the device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl procedure, when drilling the femoral tunnel, the reamer was removed from the knee and then realized that the acorn reamer end had broken off while drilling. The reamer part had broken at a flexible coil and the entire head of the drill was still in the tunnel; the broken pieces were removed from the patient with a snap. The procedure was successfully completed with no delay using the same device as the drilling was done once the reamer broke . No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl procedure, when drilling the femoral tunnel the reamer was removed from the knee and then realized that the acorn reamer end had broken off while drilling. The reamer part had broken at a flexible coil and the entire head of the drill was still in the tunnel; the broken pieces were removed from the patient with snap. The procedure was successfully completed with no delay using the same device as the drilling was done once the reamer broke. No patient complications were reported.